Manufacturer narrative:
The engineer found an miu phase fault due to a power supply issue. After restoring the power supply, the system was tested and returned to full functionality this report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips the device experienced intermittent x-ray issues. The clinical use of the system was in use. There was no harm reported to philips.